Event description:
It was reported that a spectrum infusion pump displayed system error 105 prior to use in the labor and delivery care area. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4): baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.